Event description:
It was reported that during a lap cholecystectomy procedure, the device locked up and fired malformed clips. The device was removed off the tissue without any pt consequence. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.